Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow button was sticking intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. No buttons were found to be sticking. There was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that there was visible moisture in the battery compartment. The pump passed a leak test. The pump was opened and there were no visible signs of moisture in the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.